Event description:
The customer stated the device did not discharge. The customer stated the pt survived.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.